Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that there was a patient death and they wanted to retrieve data from (B)(6) 2020. The patient died.

Manufacturer narrative:
A philips response center engineer (rce) spoke to the customer. The customer had questions on how to view retrospective data. There was no concern over the device function. There was no delay in treatment, and the customer does not feel the device was a contributing factor in the patient death. There was no product malfunction; the customer had questions on how to view retrospective data. The rce provided information on how to view retrospective data for this incident. The device remains in use at the customer site. No subsequent calls have been logged for this device/issue. No further investigation or action is warranted at this time.